Manufacturer narrative:
(B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2018, the patient experienced stoma redness and drainage. It was reported that on (B)(6) 2018, the patient was admitted to the hospital due to pain radiating from the abdomen to the back. While hospitalized, the redness and drainage had worsened but had improved as of (B)(6) 2018. A nasal swab revealed (B)(6). The patient was treated with unknown intravenous antibiotics for an infection throughout her body and for the (B)(6). It was unknown if the intravenous antibiotics were for the stoma redness and drainage. As of (B)(6) 2018, the patient was still hospitalized. On (B)(6) 2018, the patient's caregiver clarified that the patient was admitted to the hospital and then to rehabilitation for several days due to a peg / peg-j tube infection.